Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon inspection it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the proximal coil was distorted and was pushing through the wire. The lead was not implanted. No patient complications have been reported as a result of this event.